Event description:
The customer reported that the maxzero tri-fuse tubing set occludes during a lipid infusion while in use in the special care nursery. The nurse describes the tubing set-up as follows; the bd alaris pump infusion burette set, attach a maxzero to the tubing set, spike the fluid with IV tubing set, prime tubing with fluids though maxzero, prime lipid port with lipids, prime medication port with normal saline, place the tubing set into the alaris pump and connect to the patient's central line. When the tubing set occludes, the rn has to "break the line" in order to continue the infusion, which the customer further stated that this increases the risk for infection to the infant patient. The customer further stated that there were no adverse effects caused to the infant patient from the event.

Manufacturer narrative:
Central line; non-bd curos alcohol cap. The customer¿s report that the tubing set occludes was confirmed. The set was visually inspected for kinks, holes/tears in the tubing or damages to the components. Visual inspection of the set noted dried fluid residue within the two filters. No other obvious issues or damages were observed. Functional testing confirmed slight resistance when pushing fluid through the two tubings which had the filters. However, the fluid was able to exit the set as expected. The probable cause was that the set's filters can become clogged after prolonged exposure as well as viscous fluid being inhibited when passing through the filter. The root cause of the customer¿s report was not identified.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed. Patient age and dob requested but not provided, however, the event reportedly occurred in the special care nursery, therefore the patient is presumed to be an infant.

Event description:
The customer reported that the maxzero tri-fuse tubing set occludes during a lipid infusion while in use in the special care nursery. The rn has to "break the line" in order to continue the infusion. The customer further stated that there were no adverse effects caused to the patient from the event.